Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has a lost sensor. Customer's blood glucose was 40 mg/dl at the time of incident. Customer declined troubleshooting for low blood glucose but it was found that the cannula was bent. Customer was advised to discontinue use of the device and revert to a replacement but the customer declined to do this.